Manufacturer narrative:
(B)(4). This lot was manufactured from july 25, 2014 to july 26, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device's cap was removed and flow was visually observed from the distal luer. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist experienced no-flow while attempting to prime a large volume infusor. The device was filled with an unspecified amount of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.